Event description:
It was reported that the customer noted a broken jaw on the curved bipolar dissector instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring on the yaw pulleys. Both yaw pulleys exhibited charring and localized melting at the grip base, between the grips. The charring was a sign of an arcing event. Evidence not conclusive, but charring may be due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. Instrument passed electrical continuity test. No other damage found. Internal laboratory testing has determined that the arc track failure mode is most likely to occur when a bipolar instrument is energized with no tissue between the grips. Internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Intuitive has concluded that the likelihood of injury due to this failure is remote. User are instructed to retain back-up instruments in case that an instrument fails to perform, and are also instructed in proper technique to minimize the likelihood of internal arcing.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.